Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced tamponade, chest pain, a drop in blood pressure and a perf oration during the placement of two right ventricular leads. Neither lead was able to be positioned where there was good threshold and impedance. Pericardiocentesis was performed and a different lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).